Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had previously experienced issues with luer connectors and was unable to screw them onto the device. Support indicated that coordination would occur with the shipping team to send replacement supplies. Lot numbers were not available at the time of contact. The patient also reported contacting their distributor and was informed that a prescription change would be required for luer connectors to be provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.